Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that lvad support was withdrawn and the patient expired on (B)(6) 2017. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account communicated that lvad support was withdrawn and the patient expired on (B)(6). Additional information was provided stating the cause of death was multi-system organ failure. The patient had slow ventricular tachycardia (vt) and decompensated. They also had right heart failure post-vt. It was reported the vad was operating as expected at the time of the event. The pump was not explanted and will not be returned for evaluation. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired due to multi system organ failure (msof), patient had slow ventricular tachycardia (vt) rate 140s and decompensated, right heart failure post vt. The left ventricular assist system (lvas) was operating as intended at time of event. The pump was not explanted and will not be returned for evaluation.